Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2008, was chosen as a best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implanting physician is: dr. (B)(6). Block h6: the following imdrf patient code capture the reportable event of: e2401 - unspecified personal injury. The following imdrf impact code capture the reportable event of: f12 - patient had filed a legal claim for injuries related to the device.

Event description:
It was reported to boston scientific corporation that an obtryx system-curved device was implanted into the patient during a total abdominal hysterectomy with bilateral salpingo-oophorectomy and tension-free vaginal tape using a transobturator approach procedure on (B)(6) 2005, for the treatment of chronic pelvic pain, an enlarged multi fibroid uterus, and stress urinary incontinence. A large multi fibroid uterus essentially filling the cul-de-sac was found during the procedure. The ovaries were freely movable on both sides. Both ovaries appeared normal, with no abnormal pathology detected. There was no further abnormal pathology in the pelvis or abdomen. Furthermore, the procedure was well tolerated by the patient, with no complications. She was taken to the recovery room and appeared to be in stable condition. As reported by the patient's attorney, the patient has experienced an unspecified injury.